Manufacturer narrative:
Device received with a critical pump error, problem isolated to the electronic assembly. Unable to verify pump error 24 alarm, pump error 40 alarm and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book).

Manufacturer narrative:
(B)(4) the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed open book image error. The customer¿s blood glucose level was 14.4 mmol/l. The insulin pump alarmed motor safety circuit failed test and this alarm is generated when a power failure is detected before open book image was displayed on the screen. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.